Event description:
Customer reported that the pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer resorted to an alternative method of insulin therapy.